Event description:
It was reported that the patient¿s transseptal cannula had displaced into the right atrium. The blood in the cannula had a color change to dark red/purple, and spo2s 100's in ues and 60's in les. As a result, an oxygenator was added to the tandem circuit after "probable displacement". No patient adverse events were noted, and the device was not returned to livanova. The transseptal cannula was sutured in place at the time of insertion. The device history records for the cannula lot were reviewed. No abnormalities or non-conformances were identified. No additional or relevant information has been received to date.